Event description:
A hematoma was noticed on patient. A service check was completed on (B)(4) 2012. The service check showed a properly working device being in its defined specifications. Dornier medtech america, inc. Was notified of this incident on (B)(6) 2012. Dornier medtech america, inc. Was not notified at the time the incident occurred. The patient has recovered with no permanent damage or disability. Incident occurred in (B)(6).

Manufacturer narrative:
(B)(4) is submitting the report on behalf of dornier medtech systems (B)(4) (the manufacturer per exemption (B)(4)).